Event description:
It was reported that the day after a device placement, the patient presented with shortness of breath and chest pain. A perforation was discovered. A pericardiocentesis was completed, and both the right atrial (ra) lead and the right ventricular (rv) lead were repositioned and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 implantable pacing lead (B)(6) 2013. (B)(4).